Event description:
It was reported via repair work order that the foot section would not move due to a micro switch issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.